Manufacturer narrative:
(B)(6) 2015 12:49 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed . Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs ((B)(4)) the investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Additional information: the product mentioned under section is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): (B)(4).

Event description:
According to the customer: "blood leakage from gas outlet during usage. It was a lung transplant case support, so the user didn't. Change to a new set and used it until the case finished. Total usage time was 3 hours with blood flow around 2l/min and sweep gas flow around 2l/min, they discovered that the blood was dripping faster when the hu35 was on, so they switched the heater off. Amount of blood loss (ml/h): they didn't calculate for the blood loss, but only droplets leakage during usage. So far, no consequences on the patient. As it is a lung transplant case, the set was weaned after ot." (B)(4).